Manufacturer narrative:
H3 other text : device is awaiting evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device "filters are very dirty (black colour) after two days of use. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, box b: adverse event or product problem (adverse event/product problem), box h: device manufacturers (type of reported complaint, patient outcome code grid, health impact grid, recall (z) number) have been corrected/updated.